Event description:
It was reported that the defibrillator was removed and replaced due to premature battery depletion. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the actual device was not received for evaluation. Performance data from the device was received and reviewed. No anomalies were found. Concomitant device: 5076 implantable pacing lead: (B)(6) 2008. (B)(4).